Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted on (B)(6) 2017 for basic evaluation (be) for urge incontinence. It was reported that the trial patient was on xarelto and the trial device caused them to have a ¿massive bleeding event¿ on (B)(6) 2017 and, as a result, the device was removed on the same date. It was unknown what other interventions/actions were taken and what other environmental/external/patient factors may have led to the issue. The patient issue was reported as resolved. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 3057, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2018, explanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.